Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and discussed the necessary repairs with the customer. The customer decided that the cost of the repairs exceeded the amount they were willing to spend. The customer has placed "out of service" sticker on the iabp unit and the iabp unit was then moved to storage for a trade in at a later date. No repairs were performed on the iabp unit, and no further repair request have been made. (B)(6).

Event description:
The customer has reported that the cs300 intra-aortic balloon pump (iabp) was not working after being brought back from a trade in. The customer has requested for getinge to evaluate the iabp unit. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.